Event description:
It was reported that ventricular lead impedance increasing along with unstable svc impedance. Both devices were removed from service. No patient complications have been reported since the device was removed from service